Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in the event description, evaluation found the charged coupled device (ccd) cover lens was scratched, the bending section cover adhesive was separated, the connecting tube was dented, the scope connector cover was broken, and the plug unit was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the sheath of the cysto-nephro videoscope was curled. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material in the biopsy channel. The report is being submitted due to foreign material in the scope found during evaluation.